Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2 door 2 failed and an icon indicating failed storage space appeared. However, no options were available to recover the space. When attempted to access that door which contained patient medications, the system reported that the storage space had failed. A reboot was performed, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. All the drawers and doors opened correctly. There was no double click sound. The customer had already recovered the issue. The system functioned as intended after the field service engineer investigated the device.